Manufacturer narrative:
Insulation and outer coil damage was noted at 30.6 cm to 31.1 cm from the connector pin consistent with clavicle crush damage. Outer coil was not fractured in this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that when the patient presented to the emergency room after receiving inappropriate therapies for atrial fibrillation with rapid ventricular response, noise was observed on the v sense amp channel. The patient has active defib portion of the old right ventricular lead. Both leads were explanted and replaced on (B)(6) 2017. Patient¿s condition was stable throughout.